Event description:
Manufacturer representative reports a patient had their ins device explanted 2006 due to infection. In three months earlier, the patient began experiencing redness, swelling, blisters and skin breakdown over the ins during recharging sessions. The ins device pocket was revised, and the patient was placed on prophylactic antibiotics. Three days after the original date, it was reported the patient developed an infection at the ins pocket site and was oozing pus. The device was explanted but not returned to the manufacturer for analysis. On three days later, it was reported that the recharging instigated the infection. This is the second system this patient has had where the incision has healed and a few months after implant, at the start of recharging, an infection has occurred. The patient also has a synergy system implanted and continues to use it without issues. The plan will be to replace the system with another non-rechargeable system as long as the patient continues to heal well.